Event description:
It was reported patient underwent bilateral m2a hip arthroplasty on unknown dates, approximately five (5) weeks apart. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product code - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.